Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 12.0 x 40, 75cm mustang¿ balloon catheter was intact when removed from the patient's body and no damage has come to the epic stent when the mustang¿ balloon catheter became stuck to it.

Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: (B)(6) 2015. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04275. It was reported that in-stent restenosis occurred. In (B)(6) 2015, an epic stent was deployed in a mildly tortuous and mildly calcified brachiocephalic vein of a dialysis patient. In (B)(6) 2016, in-stent restenosis of the epic stent was noted. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced to perform dilatation. Post dilation, resistance was encountered during the attempt to remove the balloon catheter. The physician pulled the balloon strongly and thought there was a possibility that the balloon became stuck with the stent strut. The procedure was completed with this device. No patient complications were reported and the patient's status was good.